Manufacturer narrative:
Company representative evaluated the unit. Corrections included new display kit. Verified proper operation. All checks within factory specifications.

Event description:
Customer reported an issue with the spectrum monitor display, which may have affected patient monitoring. No patient injury was reported.